Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for unrelated reasons. Upon review of the auto mode switching, it was discussed that the atrial events were falling in refractory and that competitive atrial pacing was causing the inappropriate mode switching. Programming changes were made and the issue was resolved. Patient is at home and no symptoms were reported. Patient will return for normal follow-up.